Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was poor communication on the patient programmer. The patient programmer and implantable neurostimulator recharger (insr) would not communicate with the implantable neurostimulator (ins). The patient had not been able to charge for the last 3 weeks. The last time that the patient had felt stimulation was in (B)(6) 2016. The patient had been wearing the belt to charge for 3 days and continued to get the reposition antenna screen on the insr screen. The patient reported that a month ago in (B)(6) 2016 the therapy quit suddenly like a wire broke. It was buzzing when the patient was standing behind their car. The patient took a step and their leg shook. The patient had not known what happened and stated ¿not more electric.¿ the patient reported that it just quit and ¿no shock.¿ there was no more shock and the therapy suddenly stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.